Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture".this is for the left side. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 03, 2025, with lot number 1442528. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a5, b5, d4, d6b, d9, h3, h4, h6.